Manufacturer narrative:
The shorted q2 and f3/f4 fuses open prevented the power supply from operating on ac.

Event description:
The customer reported that the device would not power up on ac power. No pt involvement.

Manufacturer narrative:
Pr#: (B)(4).